Manufacturer narrative:
This supplemental correction MDR report is being filed to update the impact coding.

Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited low amplitude morphology measurements on the right ventricular channel. The patient was brought back in for testing a few days later and an induction test was performed to test the integrity of the system. The crt-d was able to induce ventricular fibrillation and successfully convert the patient with a shock with no anomalies. The crt-d remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited low amplitude morphology measurements on the right ventricular channel. The patient was brought back in for testing a few days later and an induction test was performed to test the integrity of the system. The crt-d was able to induce ventricular fibrillation and successfully convert the patient with a shock with no anomalies. The crt-d remains in service and there were no additional adverse patient effects reported.